Event description:
The customer alleged the constant tone alarm would not shut off during pre-patient check out. The nellcor puritan-bennett factory service technician inspected the device and replaced the internal battery due to being nearly drained. It is unknown whether the unit was plugged in as per service manual instructions for storage or not. The unit passed extended service final testing. It was verified that alarm circuitry did not malfunction, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.